Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device was returned to manufacturer for evaluation. The overheating condition could not be duplicated; temperatures measured were between 95 and 99 degrees f. Item met manufacturing specification. It was confirmed that there was no fault found and the customer's complaint of overheating could not be verified.

Event description:
It was reported that the device was overheating. There was no report of patient impact.